Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, approximately ten minutes into a partial gastrectomy procedure in which the patient was placed under general anesthesia, the knife head of the user's thunderbeat device fractured and could no longer be used. The device was replaced with a new bipolar high-frequency ultrasonic dual-output surgical system. There were no reports of patient harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The reported event most likely occurred through one of the following mechanisms. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe was subjected to the seal and cut output and the load of grasping the tissue, causing cracks to form from the scratches. 3. The probe broke when added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe was subjected to the seal and cut output and the load of grasping the tissue, causing cracks to form starting from scratches (contact marks). 5. The probe broke when added load. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.